Event description:
Sorin group (B)(4) was notified of a mitroflow valve (model lxa, size 21 mm, s/n (B)(4)) that was explanted on (B)(6) 2012 for reported bioprosthetic stno-insufficiency due to calcification after approx 2.3 years. She also underwent mitral annuloplasty, an implantation of a ring on the tricuspid valve, and re-implantation of an aortic mechanical valve.

Manufacturer narrative:
Device evaluated by MFR. The device was received on (B)(4) 2012, but an eval summary is not available at this time. Initial gross examination and x-ray analysis confirmed the presence of leaflet calcification. Pannus formation was observed on the outflow surfaces of the valve. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device eval, including histopathology, is in progress.